Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that most calibrations in the last 14 days were within acceptable range and a few appeared to be estimated values instead of true bg measurements from a meter. Based on the review of the data available, there was no indication that there was an issue with the system. The user upgraded their transmitter firmware and was advised to continue using the system and to calibrate as prompted. The user accepted the information, and no further actions were needed. Per dms review, the system is in use with up-to-date information.

Event description:
On february 25 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.